Event description:
It was reported that the patient had recurrent pseudomonas bacteremia and aortic valve endocarditis. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, (B)(6) 2007. (B)(4).